Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during bolus delivery. The customer stated that after four tries, the insulin pump was able to work properly. The customer's blood glucose was 437 mg/dl. The customer treated the high blood glucose with insulin pump therapy. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence after four tries. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.